Manufacturer narrative:
(B)(4) pannus/host tissue overgrowth. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that the patient presented with mitral stenosis with leaflet calcification. Pannus/host tissue overgrowth was also noted. According to the discharge summary, the patient has a history of rheumatic heart fever resulting in mitral valve regurgitation, which became severe, and she also has trivial aortic insufficiency. The patient has had fairly significant deterioration in her exercise tolerance over the past 6 months and in (B)(6) was found to have severe mitral valve stenosis and was referred for surgery, but since then she has had progression in her symptoms and a month prior to admission and was started on lasix. The preoperative echo also showed extreme enlargement of the left atrium and mild to moderate tricuspid valve regurgitation with pulmonary hypertension with a right ventricular systolic pressure of 90 mmhg. There was only trivial aortic insufficiency. She, therefore, had mitral valve replacement using an edwards bioprosthetic valve. She underwent a full discharge echocardiogram on (B)(6), which is postop day 5, and that showed good right and left ventricular systolic pressure of 36 mmhg as well as evidence of mild mitral valve stenosis with a peak velocity of 2.4 meters per second and a mean inflow gradient of 8 mmhg, but only trivial mitral valve regurgitation centrally. Findings in the operative report showed severe prosthetic mitral valve stenosis. The adhesions in the mediastinum were of moderate to severe quality. Otherwise unremarkable.